Event description:
It was reported that the right atrial lead had poor sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (B)(6) 2013; 37702 pain stimulator implantable pulse generator, (B)(6) 2008; 39565 pain stimulator lead, (B)(6) 2008. (B)(4).